Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets on row c and d in drawer 2.2 were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets on row c and d in drawer 2.2 were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rows of half-height cubie pockets were not showing up in the application. A field service engineer replaced the half-height cubie bus module and drawer controller boards. Additionally, the retractor band and row board ribbon cable were replaced, along with the half-height cubie pocket tray. After completing the repairs, the drawer was tested, and all pockets were successfully accessed. Preventative maintenance service on med station was completed. The system functioned as intended after the field service engineer repaired the device.